Manufacturer narrative:
Part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found labelling that confirms the product identification information. The anchor on the shaft, and the stay suture is loosely passing through the anchor window. The suture loop is not pictured. No deficiencies can be seen. A visual inspection of the returned device found that it is not in its original packaging. The anchor has not been deployed, and the plug has been tightened and locked onto the stay suture. The suture loop was not returned. There is debris on the device, and the anchor is intact. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that, during a shoulder cuff repair surgery, it was found that the footprint ultra pk suture anchor loop cracked. Surgery was resumed with a back-up device, it is unknown if the problem caused or not a surgical delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).